Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The charger was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system displayed an error message during a case. The procedure was completed without further incident. No pt injury was reported.